Event description:
The customer reported to vyaire medical that avea ventilator uim (user interface module) was physically damaged. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with a replacement part and issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."